Event description:
It was reported that the user experienced recurrent low blood glucose events while using the ilet bionic pancreas, including readings of 62 mg/dl with shaking and anxiety, as well as concerns about cgm accuracy despite calibration attempts; the user treated lows with carbohydrates and juice, and glucose was 130 mg/dl at the time of contact. Symptoms included hypoglycemia with autonomic signs of tremor and anxiety. Outcomes included the need for oral carbohydrate intervention and assignment for additional training due to recurrent lows and possible rebound fluctuations. Investigation included troubleshooting and education and assignment for further review. Investigation of this case revealed cause remained unclear for the hypoglycemic events, with potential cgm accuracy discrepancies reported, though no device malfunction was confirmed. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.